Event description:
A patient with an implantable cardiac defibrillator (ICD) system was reported as deceased by a family member. It was also reported that the device didn¿t work and that was the reason for the patient death. Information identified in the report indicated the patient died approximately two years post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information with the funeral home and the physician were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID d224drg, implanted: (B)(6) 2011; product ID 694765, implanted: (B)(6) 2011. (B)(4).